Event description:
It was reported that a minimum fill notification occurred intermittently. There was no reported adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.